Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the patient would have 4-6 coupling boxes and then it would just go to zero. They stated it had been getting worse since (B)(6) 2018. Their programmer antenna was damaged. No medical or therapy problem was associated. Additional information was received on 2018-oct-02 that stated the patient received their replacement antenna and the coupling problem persisted. They were referred to their doctor to check their ins. No symptoms were reported. No further allegations/complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was sent on 2018-nov-01 from the patient that stated the circumstances leading up to the poor coupling was the bare wire on the part that plugs into the wall. The replacement antenna was received and the poor coupling issue resolved. They did not seek/find a doctor to check their device. No further allegations/complications were reported.